Event description:
Coiling treating of a subarachnoid hemorrhage (sah) anterior communicating artery aneurysm (acom). It was reported the coil could not be detached during procedure. Upon removal, the coil detached within the microcatheter. A new microcatheter and coil was placed successfully. No patient injury reported.

Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).